Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (will not load past white splash screen) was confirmed. Upon investigation, the monitor was constantly resetting. The cause for the resets was isolated to communication faults with the digital signal processor (dsp) u500 on c/a board sn (B)(4). The root cause for the defective u500 component could not be positively identified. No adverse event resulted from the defective u500 component. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that the pt's monitor would not power on past the splash screen. The pt was issued a replacement monitor.